Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by home health/hospice nurse via (B)(4) that they had a patient with a catheter which was full of blood. The nurse confirmed it was not a "tinge" of blood but appeared to be exclusively full of blood. The nurse was trying to determine if they should send the patient to the ER. (B)(4) advised the nurse to contact the patient's doctor and/or transport the patient to the hospital, as the catheter should not have been filled with blood.